Manufacturer narrative:
Replaced system disk interface; device restored to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot due to a system disk interface issue on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.